Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver 0.9% normal saline and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device was programmed for piggyback delivery of potassium chloride 20meq/100ml, at a rate of 50ml/hr, for a duration of 2 hours, and the delivery was started. After approximately 1 hour, the customer contact reported that while making rounds on the patient, the nurse noted that the piggyback container was empty. At that time, an EKG (electrocardiogram) was done and unspecified labs were drawn. No specific results were provided; however, the customer contact reported the results as fine. The device was removed from clinical service. During testing at the user facility, the device passed testing. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided, including if therapy was resumed with a replacement device.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The device history was downloaded at the user facility. A review of the device history indicates channel a of the device was programmed on (B)(6) 2012 at 1155, using the drug library, for basic delivery of 0.9% saline, with a rate of 80ml/hr, a vtbi (volume to be infused) of 850ml and the delivery was started. Between 1503 and 1507, the device was programmed for piggyback delivery of potassium chloride (kcl), 20meq/100ml, with a rate of 10meq/hr, a vtbi (volume to be infused) of 100ml, a channel callback alarm occurred, cleared and the piggyback delivery was started. At 1618, the piggyback delivery was stopped, an amount infused of 59.223ml, 11.857meq was indicated. At 1621, the basic program was accessed, a delivery will resume when the piggyback completes alarm occurred. At 1656, the piggyback program was cleared and the basic program is accessed. At 1705, the delivery is stopped. At 1706, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.